Event description:
It was reported the patient's blood glucose levels rose to 292 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient gave a correction bolus and changed out the pod. The site was bleeding.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of the damage is unknown. No timeouts or drive stalls were observed in the pod data. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. Although damage was observed to the soft cannula, fluid was able to flow through the fluid path. The pod data indicated there was no struggle to deliver insulin. It could not be determined if the damage to the cannula contributed to the reported event. No evidence of bleeding was observed on the returned device. Inspection of the device found no damages or defects that would cause bleeding. No problem was found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.